Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support confirmed that malfunction code could be reset, provided pump reset instructions, assisted caller in successfully resetting pump, and advised customer to continue using pump and call back if malfunction recurred, which had not happened after reset.